Event description:
Kimberly-clark received a report stating, ¿during an or surgical procedure the patient was secured to the operating room table using the stretcher straps. The patient fell off of the operating room table. It looks like the velcro failed. She was strapped across her chest and legs, furthermore, she was in a left lateral position for the procedure. We were able to get the patient back on the table and complete the procedure. Per our hospital policy, we sent the patient for a CT of the head and it was negative for bleeding or injury. No visual injury was noted. The strap was contaminated so we discarded it.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review or once samples are evaluated, the additional relevant information will be submitted in a follow-up report. One sample was returned. The investigation is in process. No sample evaluation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.